Event description:
The dental implant fx4508swc was removed on (B)(6) 2017 due to failure to osseointegrate 16 days after implantation. The patient has no significant medical history and has been recovered without complications.